Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was found that communication failure occurred due to cable failure resulting in e224 error. It was determined that the camera cable was broken due to flooding from camera head rear cover. E224 is an error displayed when abnormality occurs on the communication between endoscope and processor. (¿troubleshooting: troubleshooting guide¿, instruction manual otv-s400, chapter 9, section 9.2) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not strike the camera head. The camera head may be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head had no image and error e224 (camera head communication error code) displayed during preparation for use. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and was found to be due to a faulty cable. Additional evaluation findings were as follows: the device failed leak test at the camera head rear cover, minor scratches and faded area, the serial number plate had discoloration and the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.